Event description:
It was reported that the patient experienced an event in which infusion set tape was not sticking upon insertion on (b)(6)2026.

Manufacturer narrative:
E1: Patient City:(b)(6)Patient Country: Turkey.Name: (b)(6) . Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.